Event description:
It was reported that a spectrum pump displayed system error 105. The customer stated system error 105 was found during biomed testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. System error 105 was confirmed through a review of the event history log. System error 105 was caused by an intermittently seizing motor. The failed motor assembly was replaced.